Event description:
It was reported that the doctor found the cuff leaked during testing process.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Inflation testing was performed. It was found that it is not even possible to inflate cuff as it leaks so badly. Source of the leak was identified to be a hole in the cuff. The root cause of the reported issue was found to be manufacturing. Corrective actions have been taken including initiation of quality alert, training of whole production during production town hall meeting, replacement of gauges and equipment with sharp edges by blunt versions, warning in manufacturing procedure and establishing better organization on affected workplace. Reported lot number was manufactured (september 2021) prior implementation of corrective actions (december 2021).